Event description:
"Caller alleged discrepant results compared with the lab. Patient did add one antibiotic, but it was added after 11/18. Follow up from customer. Performed correlation with lab. Lab=3.0, meter=4.1 on previous strip lot, 4.2 with new strip lot. Testing performed within 1/2 hour of lab draw.

Manufacturer narrative:
Investigation pending.